Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump gave low battery alert when the battery was replaced the day before. A review of the alarm history indicted that low battery alerts had occurred twice on the day of the call. Reporter stated that battery type was set to match the battery used. Reporter acknowledged that the battery cap is the same one that came with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple low battery warnings and batteries with low voltage were being installed on several occasions. Investigation found no evidence of moisture intrusion in the battery compartment. The battery cap was able to tighten properly and the pump powered up to a functional verifying screen with the appropriate audible and vibratory alerts. The rewind/load/prime sequence was completed successfully without power loss. Current draws were within specifications. When the pump casing was opened to investigate, no moisture or damage was found to the interior components. Inspection of the battery contacts did not find any anomalies. Investigation was unable to reproduce the battery life complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.